Event description:
Pump has liquid crystal display, to right has four buttons. Upper left has select, lower left is activate button on right of activate button down arrow that also lights display, then on top has button up. If pt hits top button up it goes completely blank and when it comes back it makes an arcing-like sound. Sometimes it administers insulin and sometimes it doesn't. There is an electrical failure, even though the batteries are fresh. So it's interrupting the basal and bolus rates. Hitting one button (select) resets the pump and it's not supposed to do that. Pt would like to suggest the MFR have a better means of replacing pumps, especially on the weekend. It's only 8 mos old.